Event description:
It is reported that a customer received an alarm on their insulin pump. The customer's blood glucose was not recorded. The insulin pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
No e21 after battery change noted. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.